Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set tubing detachment at the site event on (B)(6) 2024.the insertion site was lower back.the infusion set has been used for 2 days. No further information was available.